Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected an intermittent drop in atrial lead impedance measurements. At this time, the manufacturer of the right atrial (ra) lead is unknown. No adverse patient effects were reported. This ICD remains in service. Additional information: technical services was consulted and provided troubleshooting recommendations. It was also noted that the right ventricular (rv) lead should be further investigated as there have been high out-of-range impedances. At this time, the manufacturer of the rv lead is also unknown. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected an intermittent drop in atrial lead impedance measurements. At this time, the manufacturer of the right atrial (ra) lead is unknown. No adverse patient effects were reported. This ICD remains in service.